Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump errors. Customer's blood glucose was 110mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error or unexpected vibrating noted. Pump error found in the pump history due to hardware error, problem isolated to electronic assemblies. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with minor scratches on case and minor scratches on lcd window.